Manufacturer narrative:
Ddmb1d1 ICD implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received three inappropriate shocks for noise. A lead alert had triggered for noise. In addition, the rv lead exhibited high pacing impedance prior to lead revision. The physician did not see if the rv lead tip was fully inserted into the implantable cardioverter defibrillator (ICD) header prior to removal; however, the rv lead tests through the analyzer and the device upon reconnection were satisfactory. The rv lead and the ICD remain in use. No further patient complications have been reported as a result of this event.